Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 2.5 mg/ml concentration at 0.02 mg/hr and bupivacaine, 0.5 mg/ml concentration at 0.004 mg/hr via intrathecal drug delivery pump for unknown indication for use. It was reported that patient presented to emergency room unresponsive. Patient had drug added to pump yesterday. Patient had been filled with dilaudid 40 mg/ml and was filled with pf saline in september. Patient resumed infusion yesterday per the hcp with 9 mg/ml. No environmental/external/patient factors that may have led or contributed to the issue were reported. The hcp ordered device to be set at minimum rate. This was set by the hcp and rep. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of unresponsiveness was possible overdose. The patient presented to emergency room on unknown specific date. Patient presented after resuming the therapy at 9mg/ml. No further complications were reported.